Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with an unresponsive keypad on the insulin pump. Customer's current blood glucose level was 193 mg/dl. Insulin pump will need to be replaced. No additional info provided.